Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a small plastic biohazard bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory investigation of the returned product confirmed the report. The device was returned with the balloon cut from the catheter at approximately 161.8 cm and no sign of damage to the catheter. The user indicated that the balloon had been cut off in order to remove the device from the scope. A visual examination of the balloon identified a split/rupture down the middle of the length of the balloon material. No portion of the device or balloon material appear to be missing and no other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed that the balloon material had ruptured/split. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The report states that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the catheter." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." A leakage can occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an unknown endoscopic procedure, the physician used a cook used a hercules 3 stage balloon esophageal18mm-20mm. It was reported that while using, the balloon actually popped. The user stated that the balloon was not over filled. They also reported that they had to use a wire cutter in order to get it out of the scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In the report it does not state if negative pressure and lubrication were applied to the balloon prior to advancing down the endoscope accessory channel. The IFU states: "to facilitate passage through the endoscope, apply negative pressure to the device." "Apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." "Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." A leakage can occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure, the physician used a cook used a hercules 3 stage balloon esophageal18mm-20mm. It was reported that while using, the balloon actually popped. The user stated that the balloon was not over filled. They also reported that they had to use a wire cutter in order to get it out of the scope. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.